Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the male luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp y-type catheter extension set disconnected at the end of the y-site that connects to the pulmonary artery catheter. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.